Manufacturer narrative:
(B)(4).

Event description:
Swallowed some of the solution [accidental device ingestion]. Tongue is swollen in the very back [swollen tongue]. Whether one can have an allergic reaction [allergic reaction]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (corega tabs bio formula) tablet (batch number cei620000000, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega tabs bio formula. On (B)(6) 2021, an unknown time after starting corega tabs bio formula, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and swollen tongue. On an unknown date, the patient experienced allergic reaction. Corega tabs bio formula was discontinued on (B)(6) 2021 (dechallenge was unknown). On (B)(6) 2021, the outcome of the swollen tongue was unknown. On an unknown date, the outcome of the accidental device ingestion and allergic reaction were unknown. It was unknown if the reporter considered the accidental device ingestion, swollen tongue and allergic reaction to be related to corega tabs bio formula. Additional information: the adverse event was reported by a consumer via call center representative on (B)(6) 2021. The consumer stated that "customer calls about corega tabs bio formula (108 pieces) whether one can have an allergic reaction. Customer calls for an elderly lady because her tongue is swollen in the very back, now it's gone again, and she has also swallowed some of the solution. The product is corega tabs bio formula (108 pcs.)." Even though the reaction end date is given as (B)(6) 2021, the reaction outcome is unknown. Follow up information was received on 19 april 2021. The case is processed with no new information. Follow up: follow up information was received on 22 april 2021. The consumer denied permission to follow up. The consumer stated that "reporter said that she does not want to receive a fu form and has no interest in filling out a form." No other new information.